Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen had multiple scratches on it making the display difficult to read. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the display screen lens was found to have multiple scratches making the display screen difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.